Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and that the ipg had migrated. It was also reported that the ipg site was bleeding and blistered and was believed to have eroded through the skin. The patient was placed on antibiotics and the physician disinfected and dressed the wound site. The patient underwent a pocket revision procedure and was doing well postoperatively.